Manufacturer narrative:
(B)(6) section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in belgium reported via a fisher & paykel healthcare (f&p) field representative that the bc191-05 flexitrunk nasal tubing was leaking during use. There were no reported patient consequences.